Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a planned in-clinic follow up, episodes of oversensing was observed. The lead was explanted and replaced. The condition of the patient was good during and after the procedure.